Event description:
Additional information was requested and received that there was no patient impact.

Manufacturer narrative:
Additional information was provided in section b.5, h.2, h.6 and h.11. It was reported that there was no patient impact. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cutter appeared clogged at the beginning of the procedure. On second attempt to use cutter, plastic wire snapped in half. The surgery details and patient impact details were unknown. Additional information was requested and none received till date.